Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
A cusa excel handpiece was being used for an unspecified procedure. When the procedure was finished, the user noticed that the hand piece was lying on the pt's body. The user does not know how long the handpiece was there and can not remember whether or not he accidentally stepped on the footswitch and activated the handpiece. He uncovered the drape (made by hogy medical, p/n and other details are unk) and some kind of plastic sheets and found the "scar" on the pt body. (Unspecified) further clinical - info was requested however, the user refused to provide details or return the unit for an eval.